Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on december 3, 2007 and alleged that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist (mas) called and spoke with the patient on december 12, 2007 and obtained additional information. The patient informed mas she usually only tests once in the morning, and is on an oral diabetes medication regimen (glipizide and metformin-taken twice daily). She reported that, the issue first occurred in 2007 and the mas confirmed that the issue started in the morning, when the patient attempted to test her blood glucose and the meter would not function. This is when she had seen the battery indicator for the first time (the battery sign on the ot ultra meter indicates that the power of the battery is too low to run a test and to replace the battery at once or the meter will not operate). She was asymptomatic at that time and took her morning dose of oral medication. She again attempted to test her blood glucose at lunch (around 12:15 pm, prior to eating a normal lunch). However, the battery indicator appeared again and she was not able to test. She did not have a battery to replace at that time. The patient then mentioned that, she started to feel weak and shaky at around 2:00 pm. She ate a bowl of cereal and felt better. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. It was also determined that the patient had not changed the battery per the owner's manual. She informed the mas that she did not recall when she had last changed the battery. This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She treated self with food. Replacement products were sent to the lay user/patient.